Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5 and g2 (health professional and company representative were inadvertently selected on the initial medwatch). Additional information added to field h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint ceramic tip damaged was confirmed. Based on the results of the investigation, it is likely ceramic tip damaged was thermally and mechanically induced; however, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Event description:
The procedure was completed using same set of equipment.

Event description:
It was reported, the rigid endoscope sheath ceramic tip was damaged. The issue occurred after a diagnostic hysteroscopy procedure was complete. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.